Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery (rca). During the positioning of the taxus liberte paclitaxel-eluting coronary stent 2.25x20mm, the physician felt strong resistance and decided to withdraw the stent. Upon examination of the stent, the physician noted an "open strut". The procedure was completed with another of the same device. No pt complications were reported and the pt status is reported as "stable".

Manufacturer narrative:
(B)(6). (B)(4).